Manufacturer narrative:
Correction: the product previously reported as unknown. The correct product is the vibe insulin pump. Brand name: animas vibe. Common device name: insulin infusion pump. Model #: animas vibe insulin pump. Serial number: (B)(4). PMA 510k# p130007.

Manufacturer narrative:
Follow-up #2: date of submission 09-apr-2019. Device evaluation: the device has been returned and evaluated by product analysis on 04-apr-2019 with the following findings: during investigation, the black box verified eaw162 ¿loss of prime events¿ on (B)(6) 2018 with low non-zero force. Investigation testing was unable to duplicate ¿eaw 162¿ loss of prime during basal duration testing the force sensor calibration test confirmed the force sensor is within spec. No caps were returned for investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a prime (loss of prime) issue. It was reported that the pump repeatedly emitted loss of prime warnings despite cartridge changes. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.